Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was broken and out position, in a manner consistent of cycling through the safety interlock. Functional testing observed that the jaws would not close upon actuation of the handle. The shaft was removed from the instrument body and the body was disassembled for visualization of internal components. The safety interlock channel lugs were broken. It was reported that the clips did not close completely and were malformed. The reported issues was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when an attempt is made to fire the instrument without first loading a clip by using the trigger. The safety interlock feature is designed to prevent the jaws from closing on a vessel in the absence of a loaded clip. If an attempt is made to forcibly fire the instrument while engaged in interlock, the lugs are designed to break as noted and the interlock feature continues to function as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the clip was loaded but the jaws would not close reason for the clip not to form. Surgeon used another device to resolve the issue. No patient injury.